Event description:
Caller tested 7.6 inr on the coaguchek xs system and went to the hospital; a comparison lab returned as 4.89 inr. Caller was advised to hold her coumadin dose for 3 days. No medical treatment was required and caller refused to be admitted to the hospital. No adverse event reported. Requested return of suspect system and replacement was sent.